Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being explanted to upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d). During the procedure it was noted that the device header became loose. The device was later returned for analysis. No adverse patient effects were reported.